Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (bladder/ urinary tract/vaginal): pelvic inflammatory') and gestational diabetes ('gestational diabetes') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypothyroidism, multiparous and obesity. Concomitant products included cefalexin (cephalexin), ferrous sulfate, levothyroxine and sulfamethoxazole (sulfametoxazol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("infection (other): urinary infection"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complication)") and high risk pregnancy ("high risk pregnancy") and experienced pelvic pain ("pain"), gestational diabetes (seriousness criterion medically significant), fungal infection ("infection (other) describe: yeast"), depression ("psychological or psychiatric problems condition: depression") and vulvovaginal pain ("vaginal pain"). At the time of the report, the pregnancy with contraceptive device, pelvic pain, gestational diabetes, high risk pregnancy, vaginal haemorrhage, menorrhagia, fungal infection, depression, anxiety, migraine, headache, anaemia, dysmenorrhoea, weight increased, urinary tract infection and vulvovaginal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fungal infection, gestational diabetes, headache, high risk pregnancy, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion tubes blocked no need to worry about getting pregnant again. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: this is deletion case no. 2. This case will be deleted from bayer database as this has found duplicate of case no. (B)(4). All the information from retention case (B)(4) were transferred including references. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (bladder/ urinary tract/vaginal): pelvic inflammatory'), pregnancy with contraceptive device ('pregnancy (with complication)') and gestational diabetes ('gestational diabetes') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypothyroidism, multiparous and obesity. Concomitant products included cefalexin (cephalexin), ferrous sulfate, levothyroxine and sulfamethoxazole (sulfamethoxazole). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("infection (other): urinary infection"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and high risk pregnancy ("high risk pregnancy") and experienced pelvic pain ("pain"), gestational diabetes (seriousness criterion medically significant), fungal infection ("infection (other) describe: yeast"), depression ("psychological or psychiatric problems condition: depression") and vulvovaginal pain ("vaginal pain"). At the time of the report, the pregnancy with contraceptive device, pelvic pain, gestational diabetes, high risk pregnancy, vaginal haemorrhage, menorrhagia, fungal infection, depression, anxiety, migraine, headache, anaemia, dysmenorrhoea, weight increased, urinary tract infection and vulvovaginal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fungal infection, gestational diabetes, headache, high risk pregnancy, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion tubes blocked no need to worry about getting pregnant again. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received events "pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: pelvic inflammatory, infection (other) describe: yeast, psychological or psychiatric problems condition: depression & anxiety, migraines / headaches, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping),pelvic pain, weight gain, urinary infections, vaginal pain,high risk pregnancy, gestational diabetes" were added. Concomitant drug, medical history and lab data were added. Reporter, patient and product information were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.